Event description:
On (B)(6) 2010, a (B)(6) male pt underwent the right iliac artery aneurysm. The procedure was consisted of placement of only a iliac leg graft. Before insertion, the physician removed the iliac leg graft from the delivery system and re-mounted it upside down on purpose, then placed it in the pt's right iliac artery. No endoleak was confirmed and the procedure was completed. At the f/u, the physician confirmed the iliac leg graft became stenosed. At the add'l procedure on (B)(6) 2012, the physician balloon dilated the stenosed site and placed another MFR's stent. The stenosis was solved and the procedure was completed. The pt is doing fine after the procedure.

Manufacturer narrative:
(B)(4) - stenosis and conclusion are labeled in the IFU. Event eval: still under investigation.